Event description:
It was reported that this right ventricular (rv) lead was exhibiting out range impedance and loss of capture. It was also noted that this lead presented a fracture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.